Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The article was written by weird p. Zijlstra, inge van den akker-scheek, mark j. M. Zee and jos j.a.m. Van raay.

Event description:
Information was received based on review of a journal article titled, "no clinical difference between large metal-on-metal total hip arthroplasty and 28-mm-head total hip arthroplasty?" Which aimed to test the claim of greater range of motion (rom) with large femoral head metal-on-metal total hip arthroplasty using m&#8301;magnum and mallory-head acetabular components with (B)(4) liners manufactured by biomet; and to investigate whether large femoral head metal-on-metal total hip total arthroplasty has greater rom at one year postoperatively compared to 28-mm metal-on-polyethylene. One patient was identified in the article that underwent hip arthroplasty on an unknown date. Patient follow-up results provided indicate that the patient experienced cortical hypertrophy post-operatively using metal-on-polyethylene. There has been no further information provided and the patient outcome is unknown.